Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, concurrently with a tah, excision of martex mesh, and rso. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to severe pain. No additional information was provided.